Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted and replaced approximately one year later due to upgrade to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, upon connection of this chronic right ventricular (rv) lead to the replacement implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements greater than 125 ohms were observed. Shock impedance measurements were reported to have been 45 ohms with the chronic lead connected to the previous device. The lead was surgically abandoned and replaced and this replacement device was successfully implanted and remains in service. No adverse patient effects were reported.